Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, after slitting the catheter, the lead threshold increased and could not pace. The lead was removed and myocardial tissue was found to be entangled at the tip end that could not be removed. A new lead was implanted. No patient complications have been reported as a result of this event.